Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms. The shock impedance was intermittently in range at 50 to 60 ohms. It was noted rv pacing impedance was stable, and no shocks were delivered from this device. Also, there were no artifacts on the presenting electrogram (egm). Technical services (ts) recommended checking other vectors and performing isometrics testing. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.